Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they opened the product, the tip of the foley catheter was kinked. So, they stopped using it.

Event description:
It was reported that when they opened the product, the tip of the foley tube was kinked. So, they stopped using it.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received three (3) photo samples. All photo samples showcase an overview of all-silicone foley catheter with sample port connector. Visual: received one (1) used all-silicone foley catheter with sample port connector without original packaging. Verified material number 2758j14 and manufacturing lot number ngjt2046. Visual inspection noted the tip of the catheter was slightly bent. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.